Manufacturer narrative:
A complete lead was returned in one piece for analysis. The reported events of increased capture threshold and decreased r-wave amplitude were not confirmed. Electrical testing did not reveal any indication of conductor fractures or internal shorts. The lead was returned with the helix fully extended and clogged with blood/tissue. The helix extension length measured within specification. Visual inspection of the lead did not reveal any anomalies.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
During an unrelated procedure of the left ventricular (lv) lead, it was noted that the right ventricular (rv) lead was displaced and high capture threshold and r wave amplitude variation was observed. The right atrial (ra) lead was observed to be displaced as well. The lv, rv, and ra leads were all explanted and replaced. The patient was stable and will continue to be monitored. Related manufacturer reference number: 2017865-2019-05827 and 2017865-2019-11304.

Event description:
Additional information was received indicating inappropriate anti-tachycardia pacing (atp) was observed due to oversensing caused by dislodgement of the right ventricular lead.